Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable infusion pump for spinal pain. It was reported that the patient reported that the pump was scheduled to be removed because it was not located where it was supposed to be. The pump had reportedly been rubbing against the hip bone whenever the patient moved, which caused significant discomfort. The patient stated that it was less than a half an inch from being all the way over on the left side of her hip and it was pressing on her central nerve root and causing her to lose her ability to walk and numb her leg completely. The patient alsosaid that they had gone through 6 weaning's. The patient stated the pump had now been completely turned off since monday (2026-mar-02) and the patient stated that they no longer require bolus doses. The agent researched patient cases and did not see history of pump being permanently shut down with the medtronic code and educated the caller on shutdown process. The patient said that the first two weeks after the pump was implanted, the pump helped the pain. The patient said that the pump had shifted and kept shifting more. The patient said that they had a MRI since the pump was going to be revised and moved to their stomach, but the pump couldn't be revised since the pump was on their central nerve root. The patient said that the healthcare provider (hcp) told them that didn't have enough fat in their stomach to place the pump. The patient said that the pump was messing their entire spine up. The patient had been experiencing worsening symptoms over the past two weeks and had an upcoming appointment scheduled for the 17th for pump removal. The patient reported significant weight loss, vomiting, diarrhea and inability to keep food down, stated symptoms were approximately three times worse than before. The patient indicated that symptoms initially improved but had progressively worsened. The patient said that they were on eliquis and medication that needed to be stopped before the pump removal operation could take place, but they needed the pump removed as soon as possible. The patient also reported numbness and loss of function in the legs, particularly the right leg, and described symptoms traveling from the back to the stomach. The patient noted they had very little body fat in the affected area and was experiencing difficulty sleeping on the right side due to discomfort. The patient indicated that their weight had decreased from approximately 130 pounds to 140 pounds. The patient also stated that the healthcare provider did not take further action regarding the issue and that the pain pump concerns remain unresolved. The patient expressed the hcp stated interested in another back surgery, though details of the potential procedure are currently unknown. The patient was advised to follow up with their healthcare provider for further medical evaluation and management. The patient¿s medical history included having tumors the size of grapefruits removed from her spine and removal of a simulator because she was allergic to the nickel in the device.